Event description:
It was reported to medtronic minimed that the customer experienced pump error 4 (the motor arm cannot communicate with the main arm.), pump error 23 (post-reset ram crc alarm), the pump was cracked at the battery compartment, the pump to water and a blank display of the insulin pump. The customer reported no adverse event. The event involved product(s) mmt-1881. Troubleshooting was performed, and customer was able to clear the alarm, and customer was able to complete pump rewind. The display did not return after pump restart/ inserting a new battery. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1881 was requested and customer response was the device will be returned.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Proceeded by using a new battery cap and a new battery. Unit powered up properly after battery installation. Unit was downloaded successfully using thump software for reference. The adapt tool was utilized to search for alarms that may have occurred in the past or around the time of the customer¿s call. The adapt tool revealed no pump error 23 alarms were recorded. However, pump error 4 was found on 01/05/2026 14:25:32.000 and 01/05/2026 15:19:44.000. Line=2690 file=32122. Proceeded with the following testing to assure proper functionality of the unit. No blank display noted during testing. Pump passed self-test and displacement test. However, upon removing battery and reinserting a new battery, unit repeatedly displayed failed battery alarm despite attempting multiple new batteries. Unable to perform sleep current measurement test and active current measurement test due to persistent failed battery alarm preventing further testing of unit. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No abnormal behavior during download history review. Proceeded by cutting unit open and performing a visual inspection on electronic assemblies and connectors. All connectors were plugged in properly; however, moisture damage was found on external battery connector on pcb1. Isolate to electronic assembly. The following cosmetic damages were noted: cracked case (battery tube), cracked case, scratched case, and pillowing keypad overlay. In conclusion, customer allegations for blank display were not confirmed when unit powered on successfully and no blank display was noted. Customer allegations of pump error 23 were not confirmed when no pump error 23 alarms were noted in download history review or during testing. However, allegations for pump error 4 were confirmed when pump error 4 alarms were found during download history review. Allegations for cracked case battery compartment were also confirmed when cracked case (battery tube) was noted during testing. Allegations for moisture damage were confirmed when unit displayed persistent failed battery alarm despite multiple new battery installations, due to moisture damage found on external battery connector. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.